Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular dissection. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Endoprostheses were deployed successfully using a gore® dryseal sheath with hydrophilic coating (dsl1228j/14715986). An imaging revealed a proximal type I endoleak, and an aortic extender component was implanted to treat the endoleak. Final angiography was performed, and a dissection was revealed in the right external iliac artery. A bare-metal stent was implanted to repair the dissection. The patient tolerated the procedure. It was reported that the external iliac arteries were extremely tortuous, which might have caused the dissection of the right external iliac artery.